Event description:
Treatment of a giant cavernous (cav) aneurysm. It was reported that the patient had a parenchymal left frontal intracerebral hemorrhage nine hours post pipeline procedure.

Manufacturer narrative:
The devices involved in the procedure will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipeline involved: model#: fa-77300-16; lot#: 9612172; dom: 07/05/2012; expiration: 05/10/2014. (B)(4).